Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6) and (B)(6), lot: (B)(6) and (B)(6).

Event description:
It was reported that the spinal cord stimulation treatment was inadequate for the patient despite device reprogramming attempts. Therefore, the patient underwent a system explant procedure. There were no reported issues postoperatively. The devices will not be returned as they were discarded by the medical facility.